Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. However one possible root cause could be that excessive mechanical force was applied to the device resulting in the tip breaking off while inserting the screw into the patient. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes mitek has been informed that the lot number is not available. Device not returned.

Event description:
The sales rep reported that during an acl repair the tip on his hex driver broke off in the screw in the patient's femur. The sales rep reported that the broken tip was contained within the screw. X-rays were done which confirmed that the anchor was flush with the bone and not protruding. The surgeon completed the procedure with no patient consequences. There was a 15 minute delay in the procedure. The sales rep reported that the patient had extremely hard bone.